Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the implantable pulse generator (ipg) site which appeared to be following the extensions. The patient underwent an explant procedure where the ipg and extensions were removed. The devices were retained by the facility and will not be returned for analysis. The patient was prescribed antibiotics and is healing well post operatively. A culture was taken but the results are unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, (B)(4). Product family: dbs-extension, upn: m365nm3138550 , model: nm-3138-55, (B)(4).